Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) reviewed xhibit telemetry receiver (xtr) logs and found that many of the offline xtrs failed to complete the handshake with the network. It could not be determined what caused the failure to re-establish the network communication. The pss worked with local service and the customer to restart the xtrs and xhibit central stations to restore network communication. Once restarts were completed, it was confirmed that all units were functional. The cause of the handshake error could not be determined.

Event description:
The customer reported that they experienced a power outage that affected all xhibit telemetry receivers (xtr) to go offline. Following the restoration of power, the telemetry beds failed to come back as the xtrs would no longer communicate on the network. There was no patient or user harm associated with this event.